Event description:
It was reported that a patient was admitted for congestive heart failure with dyspnea on exertion. Upon interrogation, the right atrial lead exhibited several inappropriate automatic mode switching episodes for what appears to be atrial lead noise. There was also atrial noise reversion noted. The patient was asymptomatic to the atrial lead noise. Programming changes were made.